Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had catalys followed by cataract removal surgery. It was stated the catalys portion of the surgery was unremarkable and that significant chemosis set in just prior to intraocular (iol) placement. Doctor had to make 3 draining incisions. No sutures were used for these incisions. The case continued without event. No additional information was provided.

Manufacturer narrative:
Correction: section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 02/12/2016, however the correct date is 01/26/2016. Additional information: it was reported that patient's right was affected on a male with date of birth of 4/5/1948. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.